Event description:
It was reported, that the pt was no longer able to hear sound through their device. External equipment was tested and appeared to be working normally. Telemetry testing revealed poor coupling, the implant had malfunctioned and was explanted in 2004.